Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) contacted the facility¿s biomed technician via telephone and verified that there was no blood found in the iabp system. It was discovered that the false blood detected alarm was related to a field action, which was previously scheduled to be performed on the iabp unit. The field service engineer (fse) was later dispatched and performed the datasette assembly & gasket retrofit field safety corrective action (fsca) per service bulletin. Full calibration and functional checks were performed per the factory calibration procedures. The unit passed all calibration, functional and safety tests performed; and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a blood detection message, while in use on a patient. There was no indication of a leak and all connections were secure. The iabp was turned off for 10 seconds and then restarted without incident. No adverse event was reported.